Manufacturer narrative:
Concomitant product: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
The patient reported that there was a lead revision where an MRI compatible lead was implanted. Other relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
Upon further review, patient code (B)(4) no longer applies.

Event description:
Additional information received from the manufacturer representative on 15-jul-2016 reported that the patient had another lead added on (B)(6) 2016 due to a fall that the patient had in (B)(6) 2016 that created new pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.